Event description:
It was reported the pt had not charged her ipg or used her stimulation in over a yr. The pt had recently been in an automobile accident. The pt was unable to establish communication with the ipg using external devices. F/u identified the physician replaced the ipg.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.